Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Foreign object similar to corrosion on the objective lens and the scope cover, and residual material from the previous case is mixed. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the cysto-nephro videoscope had air/water leakages. It was not specified when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: foreign material on plastic distal end cover and foreign material on objective lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of air/water leakages was confirmed due to a pinhole on universal cord. The device evaluation found the reportable malfunctions identified in b5, foreign material on plastic distal end cover, and foreign material on objective lens. The following non-reportable findings were found during evaluation: water tightness was lost due to a pinhole on universal cord, bending angle in up direction did not meet the standard value due to wear of angle wire, indication on connecting tube had a disappeared area, light guide lens had a crack, the joint section between bending tube and distal end was not secured due to damage on bending tube, adhesive on bending section cover had a crack, and angulation lever had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.